Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a missing piece at the reservoir compartment and unable to hold the reservoir in place. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.